Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings:. Testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Black box shows dates from (B)(6) 2017 to (B)(6) 2017. Bb data from date of complaint has been overwritten. Low battery alerts & low battery warnings in the available black box occurring due normal battery wear. No moisture/corrosion observed in the battery compartment. Battery cap was not returned. Battery compartment is cracked above & below the bumper pad. Test battery cap is able to attach to the pump & power it on. Current draws measured within specification. A "battery life" issue was not duplicated during testing. No intermittent condition was found to the pcb or to the cgm module. Base crack observed between case seal & keypad.